Event description:
Information received by medtronic indicated that customer is calling to report pump no allegation on pump but sensor had sensor and blood glucose differences but were not suspended, change sensor alert, sensor updating alert. The customer had experienced high blood glucose event value 400 mg/dl. The customer is currently not reporting symptoms related to the high blood glucose weakness. Troubleshooting was declined. The pump auto mode/smart guard feature was active at time of high blood glucose event. There is no information to determine whether the pump in use within 48 hrs of the high blood glucose event reported. No further patient complications were reported. The customer will continue using the device and pump will not be returned for analysis. Frn-mmt-332a-rsvr, ozp mmt-7040a snsr,unomed set, mmt-7911-xmtr. Updated summary: it was reported that the customer experienced discrepancy between sensor glucose and blood glucose. The customer¿s sensor glucose value was 105 mg/dl while blood glucose value was 400 mg/dl at the time of the incident. During troubleshooting, it was discovered that the sensor had been in use for less than 4 days. The customer was advised that the sensor may no longer be responding to glucose changes. The customer reported no adverse event. The event involved product(s) mmt-7040a. Mmt-7040a is expected to be returned.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.